Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a generator exchange procedure. Insulation damage was noted on the right ventricular lead. The lead also exhibited slight elevation in thresholds. No interventions were performed. There were no patient consequences.